Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery a non-abbott guide wire was advanced and a non-abbott guiding catheter was placed. A 3.0x18 mm rx xience pro stent delivery system (sds) was advanced without resistance and when entering the vessel the proximal portion of the shaft separated into two pieces. The sds with the unexpanded stent was removed from the non-abbott guide catheter without issue. A new same size rx xience pro sds was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device component from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: pt leader (boston scientific); guide catheter: climber (terumo). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.